Manufacturer narrative:
A follow up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device failed to discharge on a patient. There was no patient impact as the users switched to a different defibrillator to deliver therapy.